Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: on (B)(6) 1994 - the patient was diagnosed with severe pelvic relaxation with vaginal vault and bladder prolapse, large enterocele and perineal descent. The patient underwent a total pelvic "marlex" repair with excision of enterocele and stamey needle urethropexy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous information. Additional information was provided from the patient's attorney. It is alleged the patient experienced pain, urinary problems, dyspareunia and prolapse. No additional medical records have been provided. There has been no change to the conclusion of this file. As was previously reported no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As previously reported: on (B)(6) 1994 - the patient was diagnosed with severe pelvic relaxation with vaginal vault and bladder prolapse, large enterocele and perineal descent. The patient underwent a total pelvic "marlex" repair with excision of enterocele and stamey needle urethropexy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum to the previous information provided due to additional information provided from the patient's attorney: additional information received which alleged the patient experienced pain, urinary problems, dyspareunia and prolapse.